Event description:
Hospital reported that this pump was undergoing preventive maintenance testing in the biomedical engineering department. The biomedical engineer tested the air-in-line alarm using empty tubing and the pump did not alarm "air-in line".